Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported particulate was observed inside an unspecified quantity of intravia containers. The particulate was found during compounding. Therefore, there was no patient involvement. No additional information is available.

Manufacturer narrative:
Seven (7) devices were received for evaluation. During visual and microscopic evaluation, first device was observed to have a single white/light colored tangled mass of translucent paper fibers; second device had 2 white abrasions at 0.9mm and 1.1mm in longest linear length; third device had 2 white abrasions both measured at 1.0mm in longest linear length; fourth device had 2 white 0.8mm and 1.01mm in longest linear length; fifth device had a rough exterior surface interfered with label at 0.3mm in longest linear length; sixth device had 2 abraded whitened gels at 0.3mm and 0.7mm in longest linear length; and lastly the seventh device had a white abrasion/white divot at 4.0/0.3mm in longest linear length. The first device had fluid inside the fluid path; which was observed to be a tangled mass of flat ribbon-like light colored particles which was anisotropic with undulating extinction and a positive sign of elongation indicating the particle was paper. For the sixth device the gel mark of 0.7 mm was out of speculation as the gel mark is above of 0.3 sq mm. Divot and abrasions are generated during the handling of the samples with no effect in the functionality of the product. The cause of both issues was determined to be generated during the manufacturing supplier process. The other five devices were all determined to be within product speculation; therefore, the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.